Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)'), pregnancy with contraceptive device ('pregnant with essure micro-insert'), abortion spontaneous ('miscarriage in 2011'), genital haemorrhage ('abnormal bleeding (general)'), ankylosing spondylitis ('autoimmune disorder- ankylosing spondylitis') and neuropathy peripheral ('neurological conditions- neuropathy') in a 36-year-old female patient who had essure (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding, spondylitis, abdominoplasty, uterine dilation and curettage, miscarriage, adenomyosis, gravida ii, parity 4 ((B)(6) 1993, (B)(6) 1995, (B)(6) 2002, (B)(6) 2007.) And abruptio placentae (placental abruption with 2002 pregnancy.). Previously administered products included for contraception: seasonale from 2002 to 2006. Concurrent conditions included allergy to antibiotic (allergies- ceclor [cefaclor]), hives, asthma, chest pain, colonic polyp, nephrolithiasis, cardiac stress test, ankylosis of joint, lumbo-sacral pain, tummy tuck, miscarriage, abdominoplasty, gerd, menometrorrhagia and nabothian cyst. Concomitant products included celecoxib (celebrex) since 2014, diclofenac sodium since november 2014, gabapentin (neurotin) since 2015, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, meloxicam (mobic) since 2014, naproxen since 2014, omeprazole, omeprazole (prilosec), paracetamol (acetaminophen), pregabalin (lyrica) since 2014 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("hip pain") and back pain ("lower back pain"). In 2010, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). In december 2010, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ibs") and bursitis ("bilateral hip bursitis"). In (B)(6) 2014, the patient experienced cervicitis ("other injuries or complications-cervicitis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), hot flush ("hormonal changes- hot flashes") and vulvovaginal pain ("sharp vaginal pain"). The patient was treated with surgery (ablation and oophorectomy, hysterectomy, salpingectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, ankylosing spondylitis, neuropathy peripheral, dysmenorrhoea, hypersensitivity, hot flush, migraine, headache, dyspareunia, irritable bowel syndrome, cervicitis, bursitis, arthralgia and back pain outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, ankylosing spondylitis, arthralgia, back pain, bursitis, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, neuropathy peripheral, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: normal. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Mammogram - on (B)(6) 2016: no mammographic evidence of malignancy. Pathology test - on (B)(6) 2016: portions of thin wire arc noted in each cornu.. Ultrasound scan - on (B)(6) 2016: did not demonstrate any structural abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- ankylosing spondylitis (hcc) (chronic), migraine, idiopathic neuropathy, cervicitis, headaches, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet was received. Event added from pfs- pregnant with essure micro-insert, miscarriage, device ineffective. And "event- abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) make medically significant and intervention required due to ablation". Medical history, concomitant drug, events onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), ankylosing spondylitis ("autoimmune disorder- ankylosing spondylitis") and neuropathy peripheral ("neurological conditions- neuropathy") in an adult female patient who had essure (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, spondylitis, abdominoplasty, uterine dilation and curettage, miscarriage and adenomyosis. Concurrent conditions included allergy to antibiotic (allergies- ceclor [cefaclor]), hives, asthma, chest pain, colonic polyp, nephrolithiasis, cardiac stress test, ankylosis of joint, lumbo-sacral pain, tummy tuck, miscarriage, abdominoplasty, gerd, menometrorrhagia and nabothian cyst. Concomitant products included diclofenac sodium, hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia"). In 2013, the patient experienced ankylosing spondylitis (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition ibs"). In 2016, the patient experienced bursitis ("bilateral hip bursitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), hot flush ("hormonal changes- hot flashes"), migraine ("migraines"), headache ("headaches"), cervicitis ("other injuries or complications-cervicitis"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain") and vulvovaginal pain ("sharp vaginal pain"). The patient was treated with surgery (oophorectomy, hysterectomy, salpingectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, neuropathy peripheral, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, hot flush, migraine, headache, dyspareunia, irritable bowel syndrome, cervicitis, bursitis, arthralgia and back pain outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, ankylosing spondylitis, arthralgia, back pain, bursitis, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: normal. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Mammogram - on (B)(6) 2016: no mammographic evidence of malignancy. Pathology test - on (B)(6) 2016: portions of thin wire arc noted in each cornu. Ultrasound scan - on (B)(6) 2016: did not demonstrate any structural abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- ankylosing spondylitis (hcc) (chronic), migraine, idiopathic neuropathy, cervicitis, headaches, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), ankylosing spondylitis ("autoimmune disorder- ankylosing spondylitis") and neuropathy peripheral ("neurological conditions- neuropathy") in an adult female patient who had essure (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, spondylitis, abdominoplasty, uterine dilation and curettage, miscarriage and adenomyosis. Concurrent conditions included allergy to antibiotic (allergies- ceclor [cefaclor]), hives, asthma, chest pain, colonic polyp, nephrolithiasis, cardiovascular function test, ankylosis of joint, lumbo-sacral pain, tummy tuck, miscarriage, abdominoplasty, gerd, menometrorrhagia and nabothian cyst. Concomitant products included diclofenac sodium, hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia"). In 2013, the patient experienced ankylosing spondylitis (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition ibs"). In 2016, the patient experienced bursitis ("bilateral hip bursitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), hot flush ("hormonal changes- hot flashes"), migraine ("migraines"), headache ("headaches"), cervicitis ("other injuries or complications-cervicitis"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain") and vulvovaginal pain ("sharp vaginal pain"). The patient was treated with surgery (oophorectomy, hysterectomy, salpingectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, neuropathy peripheral, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, hot flush, migraine, headache, dyspareunia, irritable bowel syndrome, cervicitis, bursitis, arthralgia and back pain outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, ankylosing spondylitis, arthralgia, back pain, bursitis, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: normal. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Mammogram - on (B)(6) 2016: no mammographic evidence of malignancy. Pathology test - on (B)(6) 2016: portions of thin wire arc noted in each cornu. Ultrasound scan - on (B)(6) 2016: did not demonstrate any structural abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- ankylosing spondylitis (hcc) (chronic), migraine, idiopathic neuropathy, cervicitis, headaches, arthritis most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received. Reporter information was updated. Event: injury were updated to abnormal bleeding (general) .new events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), dysmenorrhea (cramping), allergic or hypersensitivity reaction, autoimmune disorder- ankylosing spondylitis, hormonal changes- hot flashes, migraines, headaches, dyspareunia, gastrointestinal or digestive system condition ibs, neurological conditions- neuropathy, other injuries or complications-cervicitis, bilateral hip bursitis, pain, abdominal pain, hip pain, lower back pain, sharp vaginal pain were added. Medical history, lab data and concomitant drugs were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.